Event description:
It was reported that approximately one month post implant, the right atrial lead dislodged and was repositioned. The right atrial lead dislodged again and was replaced. The right ventricular lead was noted to have low sensing. The right ventricular lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal lv (low voltage) electrode of the lead was covered in blood. Concomitant products: 5086mri58 implantable pacing lead (B)(6) 2013. (B)(4).